Event description:
It was reported to the manufacturer, by the end user, per the end user, that (B)(6) of (B)(6) health risk management reported a joerns bari 10a bariatric bed's wheel broke off where the bolt secures it to the frame while a (700lb) patient was being transferred from one unit to another. Per (B)(6), requested (B)(6) to pick up bed and no escalation warranted, but would appreciate a report after our inspection of bed at district. Complaint (B)(4) was entered into our system.